Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the patient experienced caval thrombosis and an unsuccessful retrieval attempt. The information provided indicated that the filter was implanted prior to a total knee replacement surgery. Forty-three days post implant the patient underwent an attempted removal of the device. The filter was unable to be removed as it had become overgrown with tissue and was embedded in the inferior vena cava (ivc). Five months and twenty-eight days post implant the patient underwent a second attempt to remove the filter. The filter was noted to be embedded and filled with thrombus. The attempt was abandoned after multiple invasive techniques were attempted. A day after, the patient suffered a syncopal episode at home. The patient was admitted to the hospital five days after the second attempt to undergo several thrombolysis procedures. Two days after, the patient had the filter successfully removed. The information provided indicated that there was fracture of the filter, the specifics were not provided. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Blood clots, clotting and/or occlusion of the ivc related to clotting do not represent a device malfunction. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the filter fracture was identified before or after the retrieval attempts. Without the implant or attempted explant procedural details or imaging, to review, it is not possible to draw a conclusion between the reported events and the device, there may be procedural factors that contributed to the report of fracture. Syncope is a temporary loss of consciousness usually related to insufficient blood flow to the brain. It most often occurs when blood pressure is too low (hypotension) and the heart doesn't pump enough oxygen to the brain. It can be benign or a symptom of an underlying medical condition. Syncope does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review, a relation between the device and the event(s) could not be determined. At this time, there is nothing to suggest the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter was implanted peri-operatively to a total knee replacement and was not contraindicated for anticoagulation therapy and did not have a recurrent history of deep vein thrombosis (dvt) or pulmonary embolus (pe) at the time of the implant. Forty-three days post implantation, the patient underwent an attempted removal of the device. The filter was unable to be removed as it had become overgrown with tissue and was embedded in the inferior vena cava (ivc). Five months and twenty-eight days post implantation, the patient underwent a second attempt to remove the filter. The filter was noted to be embedded and filled with thrombus. The attempt was abandoned after multiple invasive techniques were attempted. A day after, the patient suffered a syncopal episode at home. The patient was admitted to the hospital five days after the second attempt to undergo several thrombolysis procedures. Two days after, the patient had the filter successfully removed. As a direct and proximate result of the failure of the ivc filter and fractured device, the patient suffered bodily injury resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring for the rest of his life. The patient¿s injuries are permanent and continuing and the patient will suffer such losses in the future.

Manufacturer narrative:
Section h6: health effect - clinical code: code 4440 was used for caval thrombosis and thrombosis in filter device. As reported, the patient underwent placement of an optease retrievable vena cava filter. The patient is reported to have had a history of arthritis, deep vein thrombosis (dvt), pulmonary embolism (pe), heart trouble, hypercholesterolemia, back surgery, painful walking and right shoulder rotator cuff surgery. The patient had previously sustained a torn anterior cruciate ligament due to trauma with worsening degeneration of the left knee. The patient had been on bedrest and subsequently developed a dvt in multiple vessels of the left lower extremity. The indication for the filter placement was reported to be as prophylaxis prior to a planned total knee replacement. The filter was implanted via the right common femoral vein and placed in an infrarenal position. Forty-three days after the filter implantation, the patient underwent an attempted removal of the device. The device had become endothelialized within the medial wall of the inferior vena cava (ivc) and was deemed to be irretrievable. Approximately six months after the filter implantation, the patient underwent a second attempt to remove the device. The filter was noted to be embedded and was filled with thrombus. During attempts to remove the filter, the device was 85% freed; but resulted in thrombus formation within the ivc and iliac vein. Further attempts were abandoned at this time. Of note, the procedure also involved the successful placement and retrieval of an infrarenal bard denali ivc filter. The patient was further treated with thrombolysis, mechanical thrombectomy and balloon angioplasty of the right internal iliac vein and of the filter. Another retrieval attempt was conducted later that day but resulted in caval and iliofemoral thrombosis requiring thrombolysis. The next day, the patient experienced syncope, abdominal pain and bilateral lower extremity swelling at home and was subsequently admitted to hospital. Diagnostic testing revealed no evidence of left lower extremity dvt. The patient was transferred to another hospital where they underwent thrombolysis and mechanical thrombectomy of the distal ivc, left common iliac, proximal right common iliac and right external iliac veins. The next day, the patient underwent a successful filter retrieval. The provided information indicated that the filter had fractured. Two days later, the patient developed anemia requiring blood transfusions. A computerized tomography (CT) scan revealed no evidence of active bleeding or retroperitoneal bleeding and no evidence of residual venous clots. A small groin hematoma was observed. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and retrieval difficulty events could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The reported details indicate that retrieval was first attempted approximately forty-three days after implantation. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. Thrombosis within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported syncope, swelling, hematoma and pain experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter was implanted peri-operatively to a total knee replacement and was not contraindicated for anticoagulation therapy and did not have a recurrent history of deep vein thrombosis (dvt) or pulmonary embolus (pe) at the time of the implant. Forty-three days post implantation, the patient underwent an attempted removal of the device. The filter was unable to be removed as it had become overgrown with tissue and was embedded in the inferior vena cava (ivc). Five months and twenty-eight days post implantation, the patient underwent a second attempt to remove the filter. The filter was noted to be embedded and filled with thrombus. The attempt was abandoned after multiple invasive techniques were attempted. A day after, the patient suffered a syncopal episode at home. The patient was admitted to the hospital five days after the second attempt to undergo several thrombolysis procedures. Two days after, the patient had the filter successfully removed. As a direct and proximate result of the failure of the ivc filter and fractured device, the patient suffered bodily injury resulting in pain and suffering, disability, disfigurement, mental anguish, loss of capacity for enjoyment of life, expense of medical care and treatment, and will require ongoing medical care and monitoring for the rest of his life. The patient¿s injuries are permanent and continuing and the patient will suffer such losses in the future. Additional information received per the medical records indicate that the patient has a history of arthritis, deep vein thrombosis (dvt), pulmonary embolism (pe), heart trouble, hypercholesteremia, back surgery, pain in leg when walking and right should rotator cuff surgery. The indication for filter placement was of left lower extremity deep vein thrombosis subsequent to traumatic injury from a motorcycle accident that resulted in a torn anterior cruciate ligament (acl). The patient had worsening degeneration of the left knee and needed a total knee replacement (tkr). The patient had been on bed rest for four days and was diagnosed with dvt in multiple vessels in the left leg one month later. The filter was deployed via the right common femoral vein. It was placed below the level of the renal veins at the body of l1. Six weeks after the index procedure an ivc cavogram was performed for filter removal and showed the ivc filter in good position well endothelialized to the medial wall of the ivc. Six months after the index procedure a complex filter removal was attempted. The filter was 85% freed; however, due to thrombi formed in the ivc and iliac vein the attempted retrieval was aborted. This unsuccessful retrieval attempt (3 to 4 hours) used a series of techniques of en snares, tightrail, endoscopy forceps and graspers. The optease filter was unable to be retrieved as it was embedded. During this attempt there was successful placement and retrieval of an infrarenal bard denali ivc filter during the thrombolysis component of the procedure. There was thrombolysis with combination pharmacological and mechanical thrombectomy of the right internal iliac vein, as well as the ivc with balloon angioplasty of the indwelling optease filter for stability and flow. There was a second attempt to remove the opteae filter on the same day. During the procedure caval thrombosis developed requiring thrombolysis on the table. The patient developed caval thrombosis as well as iliofemoral thrombosis after discharge. The next day the patient presented to the emergency room with an episode of near syncope, abdominal pain and bilateral leg swelling. Evaluation revealed dvt of the right common femoral vein. There was no evidence of dvt on the left side. Four days later the patient was transferred to another facility or a higher level of care. The next day the patient underwent venous mechanical thrombectomy and thrombolysis of the distal ivc, left common iliac, proximal right common iliac, and right external iliac veins. The following day the filter was removed using access from both groins and the right internal jugular vein with to-and-fro work from above and below. Post-op day 2, the patient had anemia and was transfused with 2 units of blood, a follow up CT scan found no evidence of active bleeding or retroperitoneal bleed and no evidence for residual venous clots. A small hematoma was observed in the retropubic retzius space.